Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) due to insulin leakage from the cartridge/connector following a supply change. The highest bg reported was 367 mg/dl. The device issued a high bg alert, and the user transitioned to backup therapy with fast-acting insulin. No symptoms, outside assistance, or medical intervention were reported.